Event description:
It was further reported that timi flow grade remained a 3. The patient was discharged the following day on baby aspirin and plavix.

Manufacturer narrative:
(B)(4).

Event description:
(B)(4) study. It was reported that post a stenting treatment procedure, the patient expired. In (B)(6) 2008, a 90% stenosed 45mm long target lesion located in the proximal left anterior descending artery with a reference vessel diameter of 3.0mm was pre dilated using a 2.5x14mm unknown manufacturer's balloon catheter and a 3.00x24mm taxus express2 was placed. Ivus was performed and the taxus express2 had good apposition resulting in 0% residual stenosis. Post dilation was not performed. In addition a non bsc stent was implanted in the proximal left anterior descending artery. The following day the patient was discharged from the hospital without any angina symptoms. The patient experienced no angina symptoms during the patient's 1-month, 6-month, 9-month, 1-year, 2-year, and 3-year follow-ups. In (B)(6) 2011, the patient expired. The patient "lay dead on the road." The cause of death is unknown.

Manufacturer narrative:
Device is a combination product. Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).